Event description:
The customer contacted ocd to report the discovery of switched wash tubing lines between the wash sol a and waste container. Testing was performed while the wash tubing was connected improperly. No erroneous results were reported. (B)(4).

Manufacturer narrative:
The customer switched the lines back to the proper connection and repeated the maintenance procedures. The customer discarded the old wash a solution and made a new batch. All test were repeated and the results were acceptable. No erroneous results were reported and there was no biohazard exposure. The customer stated all testing including qc was acceptable.